Event description:
It was reported that the vns patient was experiencing bradycardia. It is unknown when the issue first arose, if there is a relationship between bradycardia and vns, or if bradycardia occurred with stimulation.

Event description:
It was reported that it is unknown if the event is occurring with device stimulation. Diagnostic results were within normal limits. The patient underwent an EKG on (B)(6) 2014 which was normal. The device was programmed off pending further cardiac evaluation. The patient does not have any prior medical history of bradycardia.